Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). After several tries and troubleshooting, the call agency and the patient were unable to change sides. As a result of what was reported, the call center recommended that they turn off their handset for 10-15 minutes and call back. Later on that day, patient called back to change sides due to the fact that the device was not working properly earlier; device was now working properly. On (B)(6) patient said they were retaining more urine, their urgency increased, and they weren't feeling stimulation. Since the last change, the patient switched to the right side on their own. Patient was instructed to change side, but unable as both sides have been used. While increasing the patient's stimulation, the programmer stated it had reached it's limit. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp). No further patient complications have been reported as a result of this event.